Event description:
The patient reported she has no stimulation in her neck, but is still getting good coverage in her arm. She feels her lead has moved. The physician is referring the patient to a surgeon to be implanted with a paddle lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.